Manufacturer narrative:
Customer does not want repaired.

Event description:
It was reported that the top cover was torn and had fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.